Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 350 mg/dl at the time of incident. The current blood glucose was 323 mg/dl. Customer treated for high blood glucose with pump and back up pen. After performing load reservoir and fill tubing with current set, the insulin exited at the qr. Customer is using a cannula based infusion. Customer reports bolus wizard is programmed accurately. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat tests. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.